Event description:
A report was received via social media that patient had a staphylococcus aureus infection. It was mentioned that the patient was hospitalized and was placed on peripherally inserted central catheter (PICC) line antibiotics. No further information could be obtained.